Event description:
It was reported via repair work order that the stretcher could not be raised due to a broken pump assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.